Event description:
The plunger of an msi-pf injector looked like it was overriding a cc4204bf model lens, diopter +23.0, and tore the trailing haptic off. The lens was implanted and the surgeon enlarged the incision slightly to remove the lens. Sutures were not required. Cartridge was used, lot number unk.